Event description:
Utilized butterfly needle to stick patient for labs. Blood came out the side of the tubing (the tubing that is attached to the needle, not the vial that collects the blood) -- appears to have been a hole in the side of the tubing. Patient required additional stick for labs. Did not save packaging or tubing because it was covered in blood and gross.